Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed the low battery voltage. The device was fully functional with nominal system current drain throughout the analysis. No hybrid anomalies were observed. Battery analysis found lithium (li)-plating breaches along the top edge of the anode separator and adjacent to the exposed cathode tab. Plated-li extended from the breached opening and touched the cathode tab. Based on this analysis, the power on reset (por) resulted from an internal li-plating short. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 81.26% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device memory indicated a power on reset occurred.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.